Manufacturer narrative:
(B)(4). Insulin pump passed the displacement. Pump received with missing reservoir tube o-ring and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the top of reservoir compartment was damaged. The customer¿s blood glucose level was 11.5 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.